Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1210, s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1210) perceval heart valve at the time of manufacture and release. Since the device was not returned and no additional information was received, no further investigation is possible. Based on the available information, it is not possible to establish a definitive root cause for the reported event. However, based on the document review performed, no manufacturing deficits were identified. Considering that the pvs25 was replaced by an edwards 23mm implanted supra-annularly, it is possible that the reported event was a result of valve oversizing, which is in line with livanova clinical experience with events of stent folding. Should additional information be provided, the manufacturer will re-assess the event and provide a follow-up report as applicable.

Event description:
On (B)(6) 2018, a perceval pvs25 implant attempt occurred. After the deployment of the device, care has been taken to position the valve carefully as the patient had a rather low non-coronary sinus. The valve was inspected and appeared well seated. After weaning from bypass, the echo showed some aortic incompetence. The valve was exposed again and it appeared as if the valve had prolapsed on the noncoronary side. Rather than try to redeploy it, the pvs25 was removed and replaced with a 23-mm edwards perimount magna ease prosthesis (implanted in supra-annular position). The procedure was completed uneventfully.

Manufacturer narrative:
Device location not presently known.

Event description:
On (B)(6) 2018, a perceval pvs25 implant attempt occurred. After the deployment of the device, care has been taken to position the valve carefully as the patient had a rather low non-coronary sinus. The valve was inspected and appeared well seated. The device was explanted intraoperatively and replaced with a 23-mm edwards perimount magna ease prosthesis. After weaning from bypass, the echo showed some aortic incompetence. The valve was exposed again and it appeared as if the valve had prolapsed on the noncoronary side. Rather than try to redeploy it, the pvs25 was removed and replaced with a 23-mm edwards perimount magna ease prosthesis. The procedure was completed uneventfully.